Event description:
It was reported that during a diagnostic imaging procedure, a shaft fracture occurred. As the atlantis catheter was inside the patient the shaft of the device fractured. There were no patient complications reported and the patient status is stable.

Event description:
It was reported that during a diagnostic imaging procedure, a shaft fracture occurred. As the atlantis catheter was inside the patient the shaft of the device fractured. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the returned catheter appears normal no breaks or damage was observed when received. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, no image appeared in the system due to electrical short at distal. No other issues or defects were observed during visual or functional analysis of the returned device. No physical breaks or damage was observed on the catheter, distal tip, or guidewire exit port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).